Event description:
An eyecare practitioner reported that a patient developed an extremely irritated od within 24 to 48 hrs. Of a new lens being dispensed and noted a potential corneal infection. Lens care products unknown. No medication prescribed. Patient advised to discontinue lens wear & rtc next day. Diagnosis reported as a central infection of the cornea od, however no determination whether event was infectious or inflammatory, but being treated as infectious due to central location. Lens was not cultured. Neosporing drops prescribed, frequency of use not reported. Visual acuity reported as 20/60 to 20/40 (pinhole) with lens prior to event and currently has v/a 20/400. Prior history of very poor vision in os due to a retinal problem. Antibiotic discontinued at next visit & unspecified steroid begun. Event resolved with a small scar, but with no reduction in visual acuity. Lens wear resumed. No further information is available.